Event description:
It was reported that the patient presented in clinic for routine follow-up. An interrogation of the device revealed loss of capture and no sensing exhibited by the right atrial lead. A chest x-ray showed that the lead had dislodged. The patient was scheduled for a lead replacement and the lead was explanted. The patient was stable.